Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. The reported partial clip movement was likely related to anatomical challenges/challenging anatomy. The reported poor image resolution was also due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation and partial clip movement it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted small annulus and due to image quality, the anterior leaflet was harder to visualize. The clip delivery system (cds) was advanced to the mitral valve, and during gripper testing when actuating independent grippers, one gripper arm would not lower. Troubleshooting was performed, and both grippers were confirmed to be functioning properly. The procedure continued and the clip grasped both leaflets with a satisfactory result. However, after deployment, the posterior leaflet showed increased mobility indicating the clip was moving while on the leaflets. Additional treatment was not performed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.